Event description:
It was reported that episodes of noise reversion were observed via remote transmission. No patient symptoms were reported. Review of the egm revealed possible myopotential oversensing. Patient will be scheduled for testing. The patient is currently being monitored remotely.

Event description:
New information received notes that when the asymptomatic patient presented to the hospital for unrelated reasons, another instance of myopotential oversensing was observed. The oversensing could be reproduced with deep breaths. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).